Event description:
Caller reported a malfunction on the pump, identified by malf code 3, and cts determined the fault ID as 0x2076. There was no adverse impact to the customer's blood glucose level. Cts arranged for a replacement pump to be sent to the customer, as the pump was under warranty and still within the initial 30 days. The customer was instructed on how to put the pump into storage mode and to return the faulty pump to tandem. It was also advised to connect the cgm and program settings into the new pump. The caller understood all instructions and acknowledged them.